Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to suspected lead perforation. Implanting physician elected to extract and replace both existing ra and rv leads. Existing pacemaker was reused. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.